Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), hypothyroidic goitre ("thyroid goiters a small tumor") and infection ("infection"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, hypothyroidic goitre and infection outcome was unknown. The reporter considered hypothyroidic goitre, infection and pelvic abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tube appear to be occluded by the essure devices. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media) -hypothyroidic goitre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: mr received: lot number was added, reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), hypothyroidic goitre ("thyroid goiters a small tumor") and infection ("infection"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, hypothyroidic goitre and infection outcome was unknown. The reporter considered hypothyroidic goitre, infection and pelvic abscess to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media) -hypothyroidic goitre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), hypothyroidic goitre ("thyroid goiters a small tumor") and infection ("infection"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, hypothyroidic goitre and infection outcome was unknown. The reporter considered hypothyroidic goitre, infection and pelvic abscess to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media) -hypothyroidic goitre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. New events abscess and infection nos were added. Essure implant and explant dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('abscess') in a female patient who had essure (batch no. 628307) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), hypothyroidic goitre ("thyroid goiters a small tumor") and infection ("infection"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic abscess, hypothyroidic goitre and infection outcome was unknown. The reporter considered hypothyroidic goitre, infection and pelvic abscess to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the fallopian tube~ appear to be occluded by the essure devices. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media) -hypothyroidic goitre. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.